Event description:
An attempt was made to use a 2.5 mm diameter x 16 mm length nc stormer over the wire (otw) balloon dilatation catheter to pre-dilate a lesion located in the lad of a pt. The target lesion was described as none calcified with 80 - 90% stenosis. No abnormalities were noted during preparation of the relevant device; however, it was reported that the device could not be inflated to target lesion as there was a hole in it. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval - results and conclusion: 80-90% stenosis.